Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen cracked after the user rolled onto the device during sleep, though the pump and display remained functional and blood glucose control was unaffected. Symptoms included no clinical effects. Outcomes included no impact on therapy and no medical intervention or hospitalization. Investigation included a records review and return-and-replace processing with instructions provided for shutdown, data management, and return logistics. Investigation of this device revealed a damaged display consistent with accidental physical impact, with no device alarms or performance issues reported and no functional impairment of the pump. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.